Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a blood sample typed as "e negative" on the pk7200 automated microplate system on (B)(4) 2009. A subsequent donation from the same donor was typed as "e positive" on (B)(4) 2010. As this did not match the original result the sample was tested manually with a result of "e positive". Based on the manual testing it was concluded that the 2009 result was incorrect. No patients were harmed in this incident. Customer technical support (cts) confirmed that the donor unit, labeled "e negative", was not transfused for the purpose of filling an order for "e negative" blood.

Manufacturer narrative:
Review of the data logs for both donations and the pk7200 alarm list, did not indicate any evidence of analyzer malfunction. The root cause of the false negative result obtained on (B)(4) 2009 cannot be determined. The pk7200 us no longer in use due to the implementation of the subsequent instrument for phenotyping.